Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00755 for the first spyscope digital access and delivery catheter, and 3005099803-2018-00756 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope protruded and the image was lost. A second spyscope ds was used and the working channel sleeve protruded. Reportedly, no part of the devices detached and there were no reported issues with the accessory device. The procedure was completed with the second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded confirming the complaint. Maximum working channel sleeve protrusion was noted when the large knob was articulated counterclockwise. A functional assessment was performed. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. The reported complaint incident of ¿loss of visualization¿ was not confirmed. Further investigation revealed that the working channel sleeve protrusion issue is caused by an inadequate bond b. Therefore the root cause conclusion code is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00755 for the first spyscope digital access and delivery catheter, and 3005099803-2018-00756 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope protruded and the image was lost. A second spyscope ds was used and the working channel sleeve protruded. Reportedly, no part of the devices detached and there were no reported issues with the accessory device. The procedure was completed with the second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Correction as of march 26, 2018. A spybite was inside the scope when the working channel sleeve of the first spyscope ds protruded. The second spyscope ds was advanced over the wire when it was noticed that the working channel sleeve protruded. There were no visualization issues with the second spyscope ds.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-00756 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope protruded and the image was lost. A second spyscope ds was used and the working channel sleeve protruded. Reportedly, no part of the devices detached and there were no reported issues with the accessory device. The procedure was completed with the second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Correction as of march 26, 2018. A spybite was inside the scope when the working channel sleeve of the first spyscope ds protruded. The second spyscope ds was advanced over the wire when it was noticed that the working channel sleeve protruded. There were no visualization issues with the second spyscope ds.